Event description:
Customer reportedly received results of 235 mg/dl and 119 mg/dl on advantage system 1 and 113 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 549905, expiration date 11/30/2008). Reference medwatch report with a1 patient for the suspect device used in system 2.